Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that following an intraocular lens (iol) implant procedure, a patient experienced redness, pain and tearing in the eye. The optometrist reported the patient had a uveitis reaction, corneal edema and dry eye syndrome. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the surgeon and he confirmed he was the surgeon for all twenty two (22) cases using same staff and procedures. Standard post operative regimen is topical oftaquix (antibiotic) and unidexa (steroid) both 5 times per day for one week with the unidexa then slowly tapered over the next 5 weeks. About half of the cases developed inflammation within the first 2-3 days after surgery and about half developed inflammation 3-6 weeks after surgery once topical steroid had been decreased to once per day or discontinued. He is only concerned about inflammation with this type lens as he has had 15 cases in 2018 out of only 100 procedures whereas he¿s only had 4 cases of inflammation with other company lenses out of more than 600 cases. He has discontinued the implantation of this lens.

Event description:
Additional information received stating jj visited site with (B)(6). Met with (B)(6) stated while he did discontinue implanting restor 2.5t0 (B)(6) 2018 he decided to implant another 2 patients early in 2019. One of those also developed inflammation and he has once again discontinued implanting restor 2.5t0. He continues to implant other alcon iols. Reviewed and discussed investigation. No single root cause has been identified. Discussed the multifactorial nature of post-operative inflammation. Informed him that the lots involved in his cases were distributed worldwide with few, if any, cases of inflammation elsewhere. With his cases there is a bimodal distribution of onset of inflammation which also implies a multifactorial nature. Dr. Piovarci appreciated the visit and plans to continue using alcon lenses except for the 2.5t0. He will use panoptix as his primary multifocal. He will let us know if anything changes.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).